Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the lower extremity. During advancement of a ht command guidewire (gw) the polymer tip was noted to shred. The device was removed and replaced with another ht command gw to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated was confirmed as material separation. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that during advancement of the wire, the polymer was noted to be peeling. Factors that may contribute to peeled/separated polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery / supporting device, and coagulation of blood or procedural contaminates. In this case, based on the information provided, it is possible that interaction with the calcified lesion may have contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the lower extremity. During advancement of a ht command guidewire (gw) the polymer tip was noted to shred. The device was removed and replaced with another ht command gw to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial report the device was returned and part of the polymer coating was not returned; however, the site confirmed that no parts remain in the patient anatomy. No additional information was provided.